Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, a pump stoppage was confirmed via the system controller log file. The patient was asymptomatic. An examination of external percutaneous lead (driveline) did not show anything abnormal. A non-grounded patient cable for use with the power module was requested for the patient. No additional information was provided.

Event description:
Additional information: it was reported that an external percutaneous lead (driveline) evaluation was performed by the manufacturer¿s technical services representatives on 12-apr-2018. The pump stoppage event could not be reproduced. New data downloaded from the system controller revealed no repeat of pump stoppage events. It was reported that the position of the inflow cannula and the septum was not ideal, and a suction event was likely the cause of the previous pump stop event. No further technical intervention was required. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported event cannot be conclusively determined. The log file was reviewed, however, a specific cause for the change in pump parameters cannot be conclusively determined. The patient handbook includes important warnings related to pump stops. This document and the heartmate ii lvas instructions for use (IFU) outline all system controller alarms, as well as the appropriate actions associated with them. The IFU outlines the preparation and installation of the sealed inflow conduit, as well as considerations for pump placement and orientation. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.